Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) analysis was performed on the returned device. The reported material rupture was not confirmed; however, a leak was observed at the distal end of the sidearm. The leak was likely mistaken for a balloon rupture during use. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It was reported that the armada 14 was being used to treat the distal tibial trunk. Per the armada 14 instructions for use, the device is indicated to dilate stenoses in femoral, popliteal, infra popliteal, and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. The 2.0 to 4.0 mm balloon diameters are also indicated for post-dilatation of balloon-expandable stents up to 40 mm and self-expanding stents up to 80 mm in the vessels listed above. In this case, using the armada 14 off-label does not appear to have caused or contributed to the reported issue; therefore, a letter will not be required. The investigation determined the noted leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Device code 1494 - incorrect anatomy.

Event description:
It was reported that the procedure was performed to treat a lesion in the distal tibial trunk (dtibial trunk) with moderate calcification and none tortuosity. The 2.25x120mm armada 14 percutaneous transluminal angioplasty (pta) catheter was inflated once at 4 atmospheres when the balloon stopped holding pressure; therefore, was removed. Another armada 14 pta was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.